Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited "no message" and " no disposable, pump won't run" alarms. Troubleshooting was unable to resolve the issue. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted multiple "no disposable" messages. Functional testing included flow and use testing. No alarming "no disposable, pump won't run" message was detected when the pump was infused. The pump passed occlusion tests with no issue as the results were within specification. Based on the evidence, the complaint was unable to be confirmed.